Event description:
Information was received indicating that this smiths medical cadd solis vip pump will not stay power on. No adverse effects reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. A functional test and visual inspection was performed to further investigate the reported event. The customer's reported problem was not confirmed. Unable to repeat or duplicate customer reported problem. Device was put into functional tests for over 12 hours running. There was no problems found during the tests. Device was operating as intended. No fault found. Customer will be advised that the device is intended to operate with the aaa batteries loaded but with the ac power plug on. B5) customer provided additional information that the reported issue did not occur while in use with a patient.